Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone sensor electrode was missing .the customer's blood glucose was 194mg/dl. Troubleshooting was performed. The product will be returned for analysis.